Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusion alarms on an infusion set (contact detach) when attempting to meal announce, with elevated blood glucose prior to a full supply change and the alarm occurring after placing a 23 in, 6 mm set. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of insulin delivery after troubleshooting and education. Investigation included guided troubleshooting to disconnect as for showering, fill tubing until drops were observed, reconnect, and reattempt delivery, as well as education to connect and fill tubing before applying a new site. Investigation of this case revealed an occlusion condition associated with the infusion set and tubing that resolved after proper priming and reconnection, with no leakage observed at the site or pump. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to infusion set/tubing setup leading to transient occlusion.